Manufacturer narrative:
This is a reusable OEM device, therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The device was returned to the factory for evaluation. There was evidence of clinical use and no evidence of blood. The control knob on the front of the device was dislocated and returned. Based on the condition of the device was returned, the reported complaint was confirmed. (B)(4).

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro power supply knob was broken. The settings could not be seen or turned to the correct number.